Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: review of the returned device confirmed that the attune impaction handle had a broken lever. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red part of the impaction handle (p/n: 254401017) for holding instruments was broken from the metal part when the impaction handle was fallen from the instrument table after the tka surgery of the patient¿s right knee joint on (B)(6) 2019. The surgery was completed without a surgical delay and there was no harm to the patient. No further information is available.